Event description:
Customer reported via phone, he was hospitalized since (B)(6) and hasn't been using the insulin pump. Customer wanted to reconnect to the device, assistance was provided. Customer's current blood glucose was 129 mg/dl. Cause of hospitalization was not confirmed. Customer was advised he can continue to use the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.